Manufacturer narrative:
A ge representative evaluated the system and determined the image intensifier power supply needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.